Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient experienced hemoglobinuria and hematuria.

Manufacturer narrative:
The pump was not returned for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. Log file analysis revealed an increase in power consumption starting (B)(6) 2017 to parameters outside normal operating range. Multiple high watt alarms were logged starting (B)(6) 2017, confirming the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Based on the available information, the most likely root cause of the reported event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a significant increase of the power consumption and a high power alarm. The patient called the hospital and was transported to the hospital. The log files were analyzed. Significant hemolysis and a thrombus in the pump was suspected. The patient received lysis therapy. The therapy caused a normalization of the pump parameters. Hemolysis parameters went back to normal. After several days on the ward the patient was discharged home. The ventricular assist device (vad) remains in use. No further patient complications have been reported as a result of this event.